Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-01324. It was reported the patient experienced discomfort (described as shocking sensation by the patient) in an undesired area (left rib) when laying on their back and while in the car. Reprogramming was attempted to no avail. Reportedly, x-ray images confirmed lead migration. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced with a paddle lead. Postoperatively, bilateral coverage was achieved to the desired pain pattern thus resolving the issue.